Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for analysis. The error c-34 issue was replicated during testing on an in-house system. The iesu will be returned to the original equipment manufacturer for repair. The root cause is attributed to a defective component.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they could not coagulate or cut with monopolar energy. The customer stated that whenever they tried to apply energy, they would have a c-34 error. Before calling isi technical support, the customer had already replaced the monopolar cautery cable and restarted the integrated electrosurgical unit (iesu) without success. The tse confirmed the error in the log. The tse asked the customer if there was a source of magnetic interference close by and she said no. The tse asked the customer to check if the iesu was connected to a dedicated alternating current (ac) outlet and she said yes. The tse guided the customer to disconnect the power cord from the iesu, to wait 1 minute, and then to restart iesu. The issue seemed to be cleared, but after a few minutes, the error came back. The iesu had been restarted again and the error got cleared. The tse asked the customer if they had a spare force triad generator and she said no. The customer explained that the surgeon would continue in these conditions using only bipolar energy. The procedure was completing as planned with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.